Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-07852. It was reported that during an angioplasty procedure, tip detachment and entrapment occurred. The target lesion was located below the knee (btk). Following successful angioplasty in the superficial femoral artery (sfa), the physician attempted a second angioplasty btk with the same rubicon catheter. The rubicon was loaded onto a v18 wire and then tried to insert it into the sheath, but the rubicon catheter was not advance. Several attempts to move the device; however it was noted that the purple tip was detached from the catheter and stuck on the wire. The detached tip section was located on the wire outside of the patient. The procedure was completed with another rubicon catheter. No patient complications were reported.